Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited noise and low pacing impedance. The noise was covered up with a slightly higher programmed atrial sensitivity. Subsequently, on (B)(6) 2026 the atrial lead was capped and replaced. The patient was discharged with no reports of adverse consequences.